Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as mechanical complications of iol. The iol was explanted and exchanged with unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in a.2., a3.a., b.3., b.6., d.10., e.4., h.3 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (2.25cyl), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a company (3.00cyl), 23.0 diopter (add power +2.2/+3.2) lens. The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).